Event description:
Information was received that reported a patient was treated by paramedics in 2007, due to an incident of hypoglycemia. The reporter states, she had an incident of low blood glucose while at home and became unconscious. The paramedics arrived and started an IV of glucose; they then transferred the patient to the ER. Her bg was 95 mg/dl upon arrival at the ER. Her basal rates were adjusted and she was discharged to home. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.